Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure "fiber forward firing" was observed. The procedure was completed using a second fiber. Patient outcome "ok" reported.

Event description:
Joules used: 49,259. Time expended: 7:27 minutes. The fiber tip (cap) was not cleaned during the procedure.